Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic and motor assembly.

Event description:
It was reported that the customer fell in a pool accidentally while wearing the insulin pump. The husband stated that moisture and block spots on the corner of the device were noticed. No further information was provided.